Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving prialt (1.8 mcg/day; concentration unknown by reporter) and bupivacaine (40 mg/ml at 19 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016, it was reported that the patient had been reporting increased pain for approximately 2 months. The patient had had stable pain relief for 3 years without difficulty. The patient came in for a side port dye study, but they were unable to aspirate. The doctor was working the patient up for a possible catheter replacement. He was scheduling an MRI to rule out a granuloma at the tip of the catheter prior to surgery. The issue was not resolved. The patient status was reported as ¿alive ¿ no injury¿. On (B)(6) 2016 additional information was received from a healthcare professional and it was reported that the patient¿s concomitant medication was dilaudid (2.0 mg bid). The patient¿s history included failed back surgery syndrome (2 surgeries), an allergy to morphine sulfate, and sensitivity to adhesive tape. The MRI was negative for seroma and granuloma. Surgery was scheduled for (B)(6) 2016. The cause of the inability to aspirate was unknown. They did not plan to explant the catheter; they planned to leave it in.

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
Additional information later received reported that the catheter revision was done on (B)(6) 2016. The catheter was noted to be severed in the mid line incision. The old catheter was tied off and left in place. No csf was noted leaking. The pump was more than half way through expected life so it was replaced. The old pump to be analyzed. Bupivicaine 40 mg/ml was utilized in past.

Manufacturer narrative:
Other applicable components are: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: pump. Analysis of the catheter, model# 8709sc, serial# (B)(4), found no significant anomalies. A tear in the seal material, near the guide ring of the sutureless connector was found. No leaks were seen during testing and there was no leak allegation. The analysis interrogation report indicated the patient received bupivacaine (40.0mg/ml, 2.003mg/day), baclofen (100.0mcg/ml, 5.01mcg/day), and prialt (3.8mcg/ml, 0.1902mcg/day).